Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted as the patient developed pacing induced cardiomyopathy. The rv lead was successfully replaced with a new lead in the left bundle branch (lbb). No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of impact codes, h6 and outcomes attrib. To adv event, b2 fields. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted as the patient developed pacing induced cardiomyopathy. The rv lead was successfully replaced with a new lead in the left bundle branch (lbb). No additional adverse patient effects were reported.